Event description:
Received a report that customer had removed a pod after about 12 hours wear. His bg and bolus history after activating the pod were as follows: 9:44p - activated pod, basal 1.05u/hr. 9:50p - bg 283, 1.0u bolus. 12a - basal 1.05u/hr. 6:22a - bg 328, 3.6u bolus. 6:54a - 4.0u bolus. 7a - basal 0.90 u/hr. 7:30a - basal 1.05u/hr. 9:36a - bg high, 9.0u bolus. 10:04a - bg high, removed pod. Caller said he did not know what the site looked like when the pod was removed, but the cannula did not appear bent or kinked. The customer was able to activate a new pod successfully. No further information reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels, and could use another device or backup therapy if required.